Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent a day surgery to have an interstim device implanted. Reportedly, the patient stated she turned off the scs ipg but did not set it to surgery mode. After the procedure the patient was unable to establish any connection with the scs ipg. Troubleshooting performed by technical services and a company representative were unable to resolve the issue. It was determined the patient's scs ipg had entered into an unresponsive state and was inoperable. Surgical intervention to replace the patient's scs ipg may be necessary.

Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one and the reported issue resolved.